Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and loosening of the unknown component at bone to cement interface, depuy cement was used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports related to implant loosening/ infection. Total for lot number: 4 ((B)(4)). Device history batch : null.. Device history review: complaints received by cmw in the last 12 months for this issue (implant loosening/ infection) ¿ by product code: (B)(4). By product family: 203 (63x smartset ghv gentamicin, 140x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.